Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection . Reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation ¿black residue found in the channel¿ was not confirmed. The customer responded to the reprocessing declaration form stating that the medical device was reprocessed inline with the instructions for use. There were few additional findings. Due to damage on channel tube, water tightness was lost and suction volume does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Three follow up attempts were made to obtain additional information through the medical device incident report (mdir) questionnaire. However, no response received. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope failed the leak test during reprocessing. Clip was lodged in the channel which was cleared. Black residue was found in the channel during cleaning. There was no patient involvement.